Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt reported that they had a fall on their back and they think their ins has moved and want to "have an x-ray or something to see what's going on" and says its hard to find the spot to charge, and if they do connect it takes a long time to charge. They said this started about 2 months ago. They said they texted with rep about 2 days ago. Reviewed this is a medical issue to follow up with hcp. The patient was redirected to their healthcare provider to further address the issue. [See related information in pe (B)(4)- stuck on recharger screen and pe - recharging issues].